Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through additional follow-up, the surgeon reported that the patient presented with persistent pain after stent placement (os), and the patient was examined for a second opinion. Reportedly, the surgeon believed that the pain was caused by the stents'' placement anteriorly in the cornea, instead of the trabecular meshwork (tm). Per report, aside from the pain, there was no other adverse impact to the patient. Approximately one (1) month postoperative, the stents were successfully explanted. The patient''s most recent status was reported as "immediate resolution of pain" on postoperative day one (1) following explant .

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
It was reported that approximately four (4) months postoperatively following stent explant, the patient continues to experience pain in the operative eye. The report noted that the surgeon does not believe the patient''s symptoms are related to the stents. Through additional follow-up, glaukos medical monitor conferred with both the implanting surgeon and the physician managing early postoperative care. Following further review regarding the patient''s reported pain, the surgeon and care physician were referred to the explanting physician with further questions.

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient reported experience pain in the operative eye. Through follow-up, the surgeon conferred with glaukos medical monitor who reported examining the stents positioning with the surgeon and found the stents anterior to the trabecular meshwork (tm) in the peripheral cornea- the likely cause of discomfort reported by the patient. Following medical consult, the surgeon reported that both stents were successfully removed. Additional information has been requested.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent and pain are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported events (malpositioned stent and pain) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the patient's report of discomfort was likely due to the positioning of the stents. (B)(4).